Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette experienced a leak. The patient was not connected at the time of the alarm. This occurred during set up prior to peritoneal dialysis therapy. During troubleshooting, a leak was confirmed form the cassette but the patient did not know where the leak was located. The caregiver stated that the cassette was wet when it was removed from the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.